Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/7/2013 with the following findings: the paint case is peeling. The keypad symbols are worn; there was no peeling or damage observed. During testing, the up button was found to be intermittently unresponsive. The down, ok, and contrast buttons respond properly. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas reporting a button/keypad tactile changes/unresponsive issue. The reporter stated that the up, down, and ok buttons were not responding as they should and the patient had to press the buttons multiple times to respond. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.